Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was high impedence present in the right ventricular (rv) lead. At maximum outputs there was complete loss of capture and intermittant oversensing in the ventricular channel. The patient paces less than one percent of the time in the ventricle. The device was reporgrammed, and the lead remains in use. No patient complications have been reported as a result of this event.